Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury. All versius instruments are equipped with a seal inside the shaft and are leak tested. The fenestrated grasper involved in the alleged event was tested and has passed the leak testing. Cmr surgical will attempt to have the instrument returned from the hospital and investigate it.

Event description:
It was alleged that on the (B)(6) 2026 the distributor was informed of an incident that has occurred on the (B)(6) 2026. The alleged incident was "that blood had entered the 'cadiere instrument' on the side connected to the orange bsu unit. Blood has also entered the orange bsu unit". No harm to the patient was reported in relation to this event and the procedure was completed robotically with no issue. During investigation, cmr surgical found that the instrument involved was a fenestrated grasper and not a cadiere grasper, as alleged in the original report. The contaminated part of the bedside unit (bsu) was replaced. Both the bsu and the fenestrated grasper have been used since with no further reported events. At the time of this report, no further information has been provided.